Event description:
Complainant's daughter, was delivered with the aid of a vacuum assisted delivery device. Per the complainant the scarred area is about the size of her palm and no hair grows in the scarred area. This injury occurred during the birth of the subject child on 9/9/97. On 9/10/99 the subject infant's pediatrician had a computer assisted tomography scan performed to determine if there was any visible internal injury. Per the complainant the pediatrician said everything appeared normal in the computer assisted tomography scan. The complainants are reporting this to the FDA because they saw a 1/24/99 episode of 20/20 that addressed these types of devices and the hazards associated with their use. Per the complainant the show mentioned that such injuries should be reported to the FDA. Complainants hope that hosp will pay cost of plastic surgery to correct scarring. On 2/24/99 the FDA investigator contacted staff at the hosp of birth to determine if this injury had been reported to FDA through medwatch voluntary reporting. Staff had the pt record pulled and said that the incident was not reported. Per staff, the pt record simply indicated that the infant had a hematoma on the head. Staff could not identify the model number or the serial number of the particular device used during the delivery of the subject infant. On 2/23/99 a copy of FDA public health advisory: need for caution when using vacuum assisted delivery devices dated 5/21/98 was faxed to the hosp of birth at their request. Pt's parent writes, "previously we watch a television broadcast on (2020) in the month of january, 1999. The show was on the use of the vacuum extractor in child delivery. We are informing you that our daughter was a victim of the improper use of the vacuum extractor. At first we refused the use of the machine but the dr went on and performed the delivery with it. Only to use the words, 'I'm going to do what I feel is in best interest for the baby.' After the delivery the top of my daughters head was severely scarred and will probably scar her for life. My wife and I spoke to a lawyer. He said she was the second case he saw of such tragedy. He watched the video cassette of the delivery and said the circling motion that the dr had never seen used before. We are not writing this letter to try to scare the hosp into a major law suit, but instead would like that when our daughter reaches the age of maturity that they would be responsible for plastic surgery which she will need. My wife and I have tried to find someone to help and aid us through the trouble our daughter is in. We feel that writing to you will help further our plea. We tell the other drs about the mishap but can't find anyone willing to help? No one is willing to talk about it or go against another dr. We also feel that if people do not stand up against the poor training of the use of the vacuum extractor that the few children who are hurt on the use of it will turn into many more."